Event description:
A customer called beckman coulter regarding 2 erroneously elevated accu tnl results from 2 different patients that were generated by the access 2 instrument. Patient a had an accu tnl result (from sample#) of 14.49 ng/ml. This result was reported out of the lab. Patient b had an accu tnl result of 16.72 ng/ml. The accu tnl result from patient a was questioned after another accu tnl sample #2 was collected 2 hours later. The accu tnl result for sample #2 was 0.14 ng/ml. The customer reran sample #1 in triplicate and the results were 0.09 ng/ml, 0.47 ng/ml. And 0.20 ng/ml. A corrected report was sent for patient a. The accu tnl result from patient b was questioned by the lab and retested the patient sample in duplicate. The repeated accu tnl results were 0.15 ng/ml and 0.14 ng/ml. The accu tnl result of 0.14 ng/ml was reported for patient b. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Event description:
A customer called beckman coulter regarding 2 erroneously elevated accu tnl results from 2 different patients that were generated by the access 2 instrument. Patient a had an accu tnl result (from sample#1) of 14.49 ng/ml. This result was reported out of the lab. Patient b had an accu tnl result of 16.72 ng/ml. The accu tnl rsult from patient a was questioned after another accu tnl sample #2 was collected 2 hours later. The accu tnl result for sample #2 was 0.14 ng/ml. The customer reran sample #1 in triplicated and the result were 0.09 ng/ml, 0.47 ng/ml and 0.20 ng/ml. A corrected report was sent for patient a. The accu tnl result from patient b was questioned by the lab and retested the patient sample in duplicate. The repeated accu tnl results were 0.15 ng/ml and 0.14 ng/ml the accu tnl result of 0.14 ng/ml was reported for patient b. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.